Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: inspection of the device revealed that debris was present on the set screw threads, some of which appeared to be biological. No manufacturing issues were identified during manufacturing review. A similar complaint involving 2 offset connectors was sent for material analysis and it was determined that one of the screws jammed due to galling between the set screw threads and the offset connector threads. The other set screw jammed because a particle was lodged between the threads. The particle likely came from the patient. Conclusion: the most likely cause of the reported event is galling between the set screw threads and the offset connector threads with debris likely contributing to the event.

Event description:
It was reported that a patient underwent the surgery with the trio trauma. Afterwards, the surgeon confirmed a collapsed vertebral body via x-ray. Therefore, the patient underwent the revision surgery. During the surgery the surgeon loosens the set screw of an offset connector and tried to remove the implants. However the rod was not able to disassemble although the screw disassembled from the offset connector. Eventually the surgeon was able to remove the offset connector and the rod.

Event description:
It was reported that a patient underwent the surgery with the trio trauma. Afterwards, the surgeon confirmed a collapsed vertebral body via x-ray. Therefore, the patient underwent the revision surgery. During the surgery the surgeon loosens the set screw of an offset connector and tried to remove the implants. However the rod was not able to disassemble although the screw disassembled from the offset connector. Eventually the surgeon was able to remove the offset connector and the rod.